Manufacturer narrative:
The returned device analysis confirmed the reported leak. Additionally, material protrusion was observed between the o-ring and the cap. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a cause for the observed material protrusion could not be determined. The reported leak was due to the observed material protrusion. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds) the lock lever cap leaked. No damage was seen on the cap. After the leak was observed the lock lever cap was removed and placed back on, but saline continued to leak from the lock lever cap. There was no patient involvement and no reported clinically significant delay in the procedure. A new cds was used. No additional information was provided.